Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h6, h10, h11. Corrected fields: b6, b7, d1, g1, h4.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp for the reported issue of "scrambled screen on power up¿, he tested the iabp and upon power up observed vertical and horizontal distortion on the screen. The fse disassembled the screen assembly and isolated the screen failure to the video receiver cable to display. He then removed and replaced the video cable to display and that corrected failure. He powered up the iabp numerous times and display functioned to specifications and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the display was scrambled and not visible on the cs300 intra-aortic balloon pump (iabp). It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.